Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the patient experienced erosion due to the implant which was described as a wound related complication. The issue was resolved on (B)(6) 2023 with an unplanned procedure in which the right iliac screw was revised to the s hook with plastic surgery flap coverage. The patient was treated with oral antibiotics. The date of onset was reported to be (B)(6) 2023.